Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation on an unknown side. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a deflation on right side and "valvular leak".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Fi trend: the complaint listing report indicates that there were other records for units manufactured on work order (B)(4): (B)(4): deflation. No complaint against the device. Device returned to device analysis lab. (B)(4): deflation. Device not returned. Even though there was one complaint of deflation for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. Review of all complaints of deflation for the period of jan 2019 through dec 2020 related to date opened indicates that ten points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of deflation for saline implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a deflation on right side. Healthcare professional additionally reported "valvular leak." Device has been explanted.